Manufacturer narrative:
Date sent july 5, 2007.

Event description:
Procedure: colon resection. Reportedly, the stapler was fired, but the firing sequence was not complete. The staples were sticking out of the distal end of the cartridge. The surgeon removed the device from the field and had to hand sew the anastomosis. The staples caused an impact on the colon so the surgeon decided on traditional suturing.